Event description:
It was reported that the device was used during an inguinal hernia repair. It was reported by the rep that the surgeon opened a pmw35 skin stapler for the case and found it would not form staples. The surgeon completed the case with a new skin stapler. There was no consequence to the pt.